Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for scheduled follow-up, complaining of experiencing shortness of breath since january. Upon device interrogation, it was discovered that the left ventricular lead exhibited loss of capture. Chest x-ray was ordered. The left ventricular lead was turned off and the device was programmed to right ventricular pacing only. The patient was in stable condition.

Event description:
New information received stated that the replacement procedure was completed successfully on (B)(6), 2020. There were no adverse consequences to the patient from the procedure.

Event description:
New information received stated that the left ventricular lead was dislodged. The lead was explanted and replaced on (B)(6) 2020.

Manufacturer narrative:
The results/methods and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The complete lead was returned in one piece measuring 86.2 cm. Evaluation found the lead to be within specifications. Analysis was normal. No anomalies were found.